Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 24-apr-2017, UDI#: (B)(4); product ID: 3778-75, serial/lot #: (B)(4), ubd: 24-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare professional (hcp), via a manufacturer representative (rep). It was reported that the ins was overdischarged multiple times so the patient wanted a new device. The patient experienced multiple hospital stays a year and ended up not being able to recharge the ins. The rep said that impedances were over 40,000 on contacts 3 and 4. It was noted that the patient had multiple falls due to a seizure disorder. The rep tested impedances multiple times with the same results; the rep said they were unsure if impedances were out of range before surgery because the ins was overdischarged. The hcp was ok leaving impedances on the lead alone. The rep reprogrammed on the other lead and the patient was getting great coverage. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.